Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) / respiratory sensor that is related to a high impedance condition. This device was included in the recent minute ventilation sensor signal oversensing advisory population. The investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system exhibited variable impedance measurements as well as oversensing of the minute ventilation (mv) feature on the right atrial (ra) channel. The available information does not indicate that the pace impedance was out of range less than 200 ohms or greater than 2000 ohms. The ra lead is not a boston scientific product. Boston scientific technical services (ts) provide guidance to the boston scientific representative on possible device programming changes. The products remain in-service. No adverse patient effects were reported.